Manufacturer narrative:
Report indicates that the pt had and was treated for a post procedure wound infection. Infection is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, we are unable to determine if the device caused or contributed to the event. A DHR review has been conducted. All paperwork appeared complete and accurate.

Event description:
Pt enrolled as part of (B) (6) study. On (B) (6) 2009 - pt underwent incisional peri-umbilical hernia repair via open approach with mesh implant. On (B) (6) 2009 -pt presented to the emergency room with complaints of pain at the incision site, fever and was diagnosed with a post-operative superficial wound infection. Pt was admitted to the hospital (B) (6) 2009-(B) (6) 2009 and underwent IV antibiotic treatment. Wound cultures and blood work were negative for infection. On (B) (6) 2009 -pt presented to the emergency room again, with drainage and erythema to incision site, hemoptysis and bloody stools. Pt admitted to the hosp for gi bleed (not related to mesh-related to pre-existing condition-esophageal varices) and while hospitalized, given IV antibiotics for superficial abdominal wound infection. Wound cultures and blood work were negative for infection. Pt was discharged from the hospital on (B) (6) 2009. On (B) (6) 2009 -pt hospitalized for acute renal failure. While in the hospital, he was given IV antibiotics for a questionable post-op wound infection.